Event description:
It was reported via legal documents, that a 58 yo male patient, initial bilateral knee replacement on (B)(6), 2013, implanted with opetetrak devices, had their left knee revised on (B)(6), 2023, approximately 9 years post the initial revision procedure. Upon information and belief, the patient required revision surgery for issues including but not limited to polymeric debris synovitis, pain, stiffness, polyethylene wear, bone loss, osteolysis, instability and/or component loosening. Revision operative notes indicate a revision of total knee replacement, tibial and femoral components. Preop/postop diagnosis notes indicate osteolysis around the knee prosthesis. Competitor¿s devices re-implanted. No complications indicated. Additionally, the documents indicate that the patient experiences daily pain and discomfort in his knees which limits his activities of daily living and impacts his quality of life. The patient has suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain, stiffness and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; osteolysis and bone loss; and other injuries presently undiagnosed, which will require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer concomitant medical products: 2719571 02-012-41-4030 - logic tibia traptray cem sz 4f/3t 2741737 02-010-01-0240 - logic femoral ps cem left sz 4 2879765 200-02-35 - three peg patella 35mm additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: investigation results - the revision due to osteolysis reported may have been the result of patient-related conditions or prosthesis wear and subsequent particle-induced osteolysis after 9 years of implantation. The contributions of third body wear, patient-related conditions, and/or osteolysis to the sequence of events cannot be confirmed as the devices are not available for evaluation and no additional information was provided.